Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that hypotension, perforation and pericardial effusion occurred. A versacross connect access solution for faradrive was selected for use. No trace of effusion was noted prior to the procedure. A pulmonary vein isolation (pvi) ablation was performed without any complications. Patient's stats remained stable during procedure. Once the procedure was completed, the patient was moved to the recovery room by nursing staff. In the recovery room it was observed that the patient blood pressure dropped significantly. Echo and pericardiocentesis was performed by ccu physician. The patient was admitted to ccu for overnight and was under observation until next day. Once recovered, the patient was discharged from the hospital (B)(6) 2025. A pericardial effusion was reported and its location was not indicated. As per the physician opinion, they are unknown if the perforation was caused by rf wire or non-boston scientific guidewire wire. No issue was noted with positioning on fossa nor any issue was noted with imaging. No excessive force was applied. Act was therapeutic prior to transseptal and no versacross device issue was noted. No cardiac tamponade was reported. The device is not expected to be return for analysis as disposed.